Event description:
It was reported that, on an unspecified date, a chemolock¿ bag spike was found to create particulate matter during patient use. It was reported that the bags (96) were creating particulate when punctured with the closed system transfer device (cstd) bag spike. It was noted that they used a 500 ml fresenius kabi 0.9% sodium chloride injection, non-dehp bags. The event occurred during compounding inside the bsc. There was no patient involvement, and no human harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.